Event description:
It was reported that the patient was asymptomatic. It was noted that noise was observed on the ventricular lead. No other electrical anomalies were noted. A lead revision was to be discussed with the physician. Programming recommendations were made. The patient was to be brought in for additional testing. There were no reported patient consequences.

Event description:
New information received notes programming changes were made. The patient was stable.

Event description:
New information notes the right ventricular (rv) lead was explanted and replaced due to frequent t wave oversensing. There were no patient consequences.

Manufacturer narrative:
The reported events of noise and over sensing were confirmed. As received, a partial lead was returned in two portions for analysis. Electrical testing did not find any indication of conductor fractures but did find an internal shorts consistent with procedural damage. Further analysis noted an internal insulation abrasion breaching the ring electrode cable lumen located under the right ventricle shock coil with the ethylene tetrafluoroethylene (etfe) coating of one of the ring electrode cables was abraded at this location. The cause of the reported event was isolated to the abrasion of the ring electrode cable coating in the abrasion zone. All other damages found are consistent with procedural damage.